Event description:
It was reported that while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, there were an unspecified number of tubes overfilling. Sample recollection occurred. No patient impact reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by draw testing, and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 18 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, there were an unspecified number of tubes overfilling. Sample recollection occurred. No patient impact reported.